Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently blood loss was noted. It was reported that in the preoperative area, the female adapter of the extension set was connected to an unspecified primary tubing set and was being used to deliver an unspecified solution. The male adapter of the extension set was connected to the patient's IV catheter hub. After the surgical procedure was complete, the nurse in the recovery room noted an unspecified volume of blood under the transparent dressing covering the extension set and the catheter hub connection. The nurse kept the transparent dressing in place until the patient was ready to be discharged home. At that time, the use of the extension set and the catheter were discontinued. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.